Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were not documented and it was stated that they are unknown. Tests were done < 10 minutes apart with a difference of > 20% (this was from the reported issue notes). Pt did not experience any adverse events. No further info has been reported.